Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of multiple microbiological testing by the third party laboratory, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019] all channels: gram-positive bacteria (33cfu/endoscope). [Second time: (B)(6) 2019] the instrument channel: pseudomonas spp. (>100cfu/endoscope). The testing result was action level in the french guideline. After the microbiological testing, ofr evaluated the subject device and confirmed that there were multiple scratches on the inner surface of the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa holding gmbh (oe). Oe sent the device to a third party laboratory for another microbiological testing, following the initial testing conducted in france. As a result of the testing, no microbe was detected from the sample collected from the distal end unit, the instrument channel, and the air/water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from all channels of the subject device. [First time: (B)(6) 2019] pseudomonas aeruginosa (35cfu/endoscope) and klebsiella pneumoniae (2cfu/endoscope). [Second time: (B)(6) 2019] gram-positive bacteria (4cfu/endoscope) and pseudomonas aeruginosa (25cfu/endoscope). [Third time: (B)(6) 2019] pseudomonas aeruginosa (>100cfu/200ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, adaptascope (wassenburg), using peracetic acid. There was no report of infection associated with this report.